Manufacturer narrative:
Review of the device history shown the service provider having ordered the friction brake kit approximately 7 months prior to the reported event and dealer confirmed having installed components provided. Dealer reports the hardware had loosened, over time, which allowed the fork assembly to detach from the suspension arm. Dealer had disposed of the affected component in the field, for which permobil was unable to inspect the components for any potential abnormalities. At this time, it remains unclear as to the probable reason why the fastening hardware had loosened allowing the fork to detach. Dealer has discussed with the end-user and family the importance, and need, to report any abnormal driving characteristics i.e. Fluttering, as soon as possible. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Reports received claim as end-user was traveling along a sidewalk in their device, one of the front caster wheel forks detached from the suspension arm. This allegedly caused the front of the device to dip downward, allowing the end-user to lose positioning and fall out of the seating to the ground. Report indicates client suffered minor injuries consisting of scrapes and minor bruising as a result.